Event description:
Office received a report of a pt experiencing ocular bacterial infection (unconfirmed) while including complete in their contact lens care regimen. According to the reporter (an optician), the pt was hospitalized to treat the infection. Reportedly, bacteria (type unknown) was found in the patient's eyes, contact lenses, lens case and complete solution. Several attempts have been made to obtain info from the pt to further the investigation. No response has been received at the time of this submission. According to manufacturing batch records, no issues were reported for this lot. The original sterility testing performed on this batch was satisfactory; no organisms detected. Review of postmarket complaints reveal that no other reports have been received against this lot. Initial microbiology testing of the complaint unit was positive for growth; final evaluation pending. Based on the records reviewed, company does not believe that the organism was introduced into the solution at the manufacturing site. Possible contributing factor may be related to the pt's handling of the complaint unit in the field.